Event description:
On (B)(6) 2023, (B)(6) was admitted to the (B)(6) hospital system due to cardiogenic shock. On (B)(6) 2023, an impella 5.5 pump was implanted. His condition worsened and on (B)(6) 2023 the impella was removed. On (B)(6) 2023 mr. (B)(6) died.